Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level was over 600 mg/dl at the time of the incident. The customer other blood glucose was 300 mg/dl. The customer was hospitalized on (B)(6) 2019. The customer was treated with insulin. Customer also stated that the insulin was leaking in the pump as well as insulin pump was exposed to fluid in the past with no moisture visible in pump. Troubleshooting was performed. The insulin pump will be returned for analysis.